Event description:
On (B)(6) 2014, a 21 mm trifecta valve was implanted in the aortic position. On (B)(6) 2017, the valve was explanted secondary to valvular insufficiency resulting in a 50% ejection fraction. Ex vivo, one cusp was reported to be detached from the base of the stent. A non-sjm valve was implanted.

Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. There was fibrous pannus ingrowth on the inflow and outflow surface of leaflet 3. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears or pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.